Event description:
Customer's spouse reports receiving a freestyle blood glucose reading of 98 mg/dl. Customer was given insulin based on this reading and experienced symptoms of hypoglycemia. The customer was reported to be in a "near coma state". Customer's spouse provided low phosphorus grape juice to every 15 minutes for 45 minutes to raise glucose levels. Customer's spouse reports that this treatment resulted in the customer having reduced to no urination.